Manufacturer narrative:
Results - visual inspection of the ipg revealed it was in good condition and had only minor instrumentation marks. Further, the ipg passed all tests on the autotester and showed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including a surgical lead on (B)(6) 2007. However, the system was removed due to a claim that "it is not working". The device was returned on (B)(6) 2011 and further analysis.